Event description:
Pt had huge lumbar arteries. Angiogram performed noted a 98 percent occlusion of the right common iliac artery and a 80-90 percent stenosis of the left common iliac artery. Both iliac arteries were ballooned, dilating the vessel lumen and establishing flow to the right side. Patency of the left side was increased, extending up to the aorta, allowing wire guide access and trackability of the zenith delivery system over the wire. Due to the degree of occlusion in the vessel the physician elected to place two balloon expandable stents in the vessels at sites exhibiting constriction of the vessel. The zenith main body graft was deployed with no complication, however, the contraleral limb was unable to be cannulated. Finally after multiple attempts, the device was deployed out of sequence. An up and over catheter was advanced into the aorta to assist in cannulation of the contralateral limb. Wire guide was advanced and access was gained into the contralateral limb, however, the wire was unable to be snared. After subsequent attempts, the physician elected to convert the graft to an aortouni-iliac configuration. Ipsilateral iliac leg graft was deployed without complication and converter was deployed with no noted problems. During the angiogram performed of the device placement, with the injection of contrast, a noted fillings of the aneurysm was viewed. Initially the filling of the aneurysm was thought to be an insufficient seal; main body graft was re-ballooned with no resolve to the endoleak. Second angiogram also noted a filling of the aneurysm, now thought to be the converter leaking or "weeping at the walls." Pt's act level was elevated, registering at 325. A main body extension was deployed proximally, overlapping the top of the convertor and extending to the funnel of the graft. The endoleak viewed at that time was believed to be type ii enodleak originating from the lumbar arteries. Occluder was deployed in the right common iliac artery. Angiogram noted flow around the occluder; second occluder was deployed. Due to the presence of calcification in the vessel the second occluder could not be advanced as far into the vessel as desired. Angiogram also noted flow around the second occluder. Procedure concluded with a follow-up exam scheduled in one month to monitor the type ii endoleak.